Event description:
It was reported that the customer was bleeding after inserting a new sensor. Customer called 911 to stop the bleeding. Customer was taken to the emergency room via ambulance and the bleeding did stop when pressure was put on the site. Customer is on coumadin and health care provider advised that this is what caused the bleeding. Customer's blood glucose level was fine and the pump is working fine. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.